Event description:
It was reported that the device recorded an atrial fibrillation (af) episode with rapid ventricular rate (rvr). The patient has no atrial lead and interrogation of device shows pr logic is on. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.